Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review and data from the reported event date of (B)(6)2024 was reviewed. Sometime before 07:08:20 while connected to the mpu, a loss in alternating current (ac) power occurs resulting in a no external power alarm. The no external power alarm clears at 07:09:28 when power to the mpu is restored. The backup battery provided support to the system during the no external power event. There were no other notable events active in the log file. Pump operation was not affected. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: UDI has been corrected. Section d4: serial number has been corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated on 31jul2024 that the mpu had a v-lock connector on the ac power cord. It was stated that to the coordinator's knowledge, the ac power cord did not come loose and there were no environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged/removed from service.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files found a cluster of low voltage hazard, emergency backup battery (ebb) fault, and no external power alarms on (B)(6) 2024 at 07:08 am. The alarms appeared to resolve once the system controller was reconnected to the mobile power unit. The patient was seen in the clinic on (B)(6) 2024, and no further alarms were noted. The ebb was reseated as suggested. Additional review of log files revealed that the loss of power was on the mpu.